Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface pcb. System operates as intended.

Event description:
Customer reported the system displayed an error. No pt injury was reported.